Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the adult lncs sensor adhesive is too sticky and the customer cannot find the flaps because the flaps are clear and the borders are not well defined. The customer suggests that masimo define the edges of the sensors so that they can be easily spotted when removing the sensors. The customer stated that the "sheath around the tendons in her hand are gone because of trying to remove sensors and her hands contracture up."